Event description:
Pump was reported to overinfuse. A 230ml bag of 5% dextrose with 300mg amiodarone was set to infuse at a rate of 198ml/hr. The entire bag infused in just 9 minutes. No pt injury was reported.